Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 .

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of double beeping no cassette could not be duplicated upon testing. No evidence was revealed in the event log either. For preventative measures, the dso ( down stream sensor) will be replaced. Device condition revealed scratch on screen upon arrival. Passed testing and ready for service. No fault could be found.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette alarm. No reported adverse effects.